Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported there was a scale marking issue. To aid in the investigation, one sample with no packaging blister and one photo was provided for evaluation by our quality team. A visual inspection was performed and the sample has an incomplete and skewed scale print. No other defects or imperfections were observed. The photo provided shows the sample received. This defect could occur if there was a jam during the syringe barrel printing process inducing the symptom reported by the customer. A device history record review was completed for provided material number 309653, lot number 1112005. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the scale printing process was performed. Settings and the alignment of the feeder were correct. The flow of products was acceptable. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported when using the bd luer-lok¿ tip syringe there was scale marking permanency. The following information was provided by the initial reporter. The customer stated: there was a "wrong tick print."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported there was a scale marking issue. To aid in the investigation, one sample with no packaging blister and one photo was provided for evaluation by our quality team. A visual inspection was performed and the sample has an incomplete and skewed scale print. No other defects or imperfections were observed. The photo provided shows the sample received. This defect could occur if there was a jam during the syringe barrel printing process inducing the symptom reported by the customer. A device history record review was completed for provided material number 309653, lot number 1112005. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the scale printing process was performed. Settings and the alignment of the feeder were correct. The flow of products was acceptable. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported when using the bd luer-lok¿ tip syringe there was scale marking permanency. The following information was provided by the initial reporter. The customer stated: there was a "wrong tick print."